Manufacturer narrative:
Product event summary: analysis confirmed the reported event; main printed circuit board assembly found defective.

Event description:
It was reported the wrong color led (light emitting diode), green instead of blue, couldn't be handled. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed that the ventricular sense led color was incorrect, the led should be blue, not green. Bench analysis verified that the led color was incorrect. Conclusion: the reported event was confirmed. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.